Event description:
The daughter of (B)(6) year old female patient contacted zoll lifecor customer support to report numerous service code messages. A review of the patient's download revealed several service code 204 flags. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) has been evaluated. The reported problem (service code 204) has been confirmed. The cause of the service code 204 was a damaged trunk cable connector. The connector was physically cracked. The cause of the damage cannot be positively determined, but was likely due to user handling. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.